Event description:
It was reported the front case was damaged. The external pulse generator was returned to the manufacturer for repair, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) control knobs, battery drawer, and battery o-ring are contaminated. Upper case is damaged. High rate cover is missing. Lower case, battery latches, side bail covers, and ring cover are broken. The ring is bent.